Event description:
It was reported that the implantable pacemaker device was explanted due to advisory. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
There is no allegation with the device or patient complications. This does not meet reportable criteria.

Event description:
It was reported that the implantable pacemaker device was explanted due to advisory. A new device was implanted. No additional adverse patient effects were reported.